Event description:
It was reported that the implants in site #33, was removed due to loss of integration.

Event description:
It was reported that the implants in site #33, was removed due to loss of integration.